Manufacturer narrative:
Unspecified helix issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an unspecified issue with the right ventricular lead helix and the lead had dislodged. On (B)(6) 2008, the lead was explanted and replaced. No patient symptoms or further information were reported.